Event description:
Medtronic received information that approximately 5 years and 1 month following the implant of this transcatheter bioprosthetic valve a transthoracic echocardiogram (tte) identified moderate paravalvular leak (pvl). It was later reported the leak may rather be intervalvular. The cause was not determined. A computerized tomography angiography (cta) obtained with reported that the valves looked ¿great¿ on cta. No treatment required at this time. The patient was asymptomatic. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: the review of the device history record (DHR) for this valve confirmed that no anomalies or deviations were related to the tissue valve. Documentation showed that all processes were carried out to documented manufacturing procedures, additional all inspection criteria were met. All materials used were as per the requirements of the DHR. DHR review did not show any deviations in the manufacturing process. Transthoracic echocardiogram (tte) images provided from the five-year follow-up appointment were reviewed. The valve implant depth was good. Moderate to severe central aortic regurgitation (ar) located near the right coronary cusp (rcc) and left coronary cusp (lcc) commissure was observed. No paravalvular leak (pvl) was identified. Prosthetic valve leaflets were not well visualized but appear mildly thickened. Ejection fraction was approximately 65%. Mild to moderate mitral regurgitation was noted. Average aortic valve (av) mean gradient was 13 millimeters of mercury (mmhg). The pressure half time (pht) of ar was not obtained which would have been helpful with ar assessment. Pvl is a known potential adverse effect per the device instructions for use (IFU) and could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the information available. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b1, b2, b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 7 years following the valve implant shortness of breath presented. A transthoracic echocardiogram (tte) identified moderate-severe aortic insufficiency (ai). A transesophageal echocardiogram (tee) performed approximately 1 month later identified severe ai. A left heart catheterization was performed and confirmed coronary artery disease (cad) was not present. A left ventricular end diastolic pressure (lvedp) was noted. A baseline creatine measured 1.72. Hospitalization occurred and the transcatheter aortic valve was replaced with an unknown surgical valve 3 days following the heart catheterization. Two days following the valve replacement, acute kidney injury (aki) occurred with a creatine that peaked at 2.54. Treatment was not required for the aki. The ai event and aki was resolved with no sequelae 6 days following the valve replacement. The creatine measured 1.44.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Updated data: b5, d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the explanted transcatheter valve was replaced with a non-medtronic surgical valve. The aortic insufficiency resolved without sequelae 6 days following valve replacement.

Manufacturer narrative:
Updated data: d4 - UDI. H6 - annex c, annex d. Product analysis: receipt condition - the device was received in a return kit jar fully submerged in clear 0.2% glutaraldehyde. Visual evaluation of returned device - the frame showed a narrowed and elliptical inflow suggestive of the implant that conformed to the native anatomy. All leaflets were in the closed position with leaflet 1 prolapsed due to the dehisced commissure 3-1. Leaflet 1: leaflet dehiscence (10 mm) was observed on the superior coaptive junction (scj) distal to commissure 3-1. A calcification nodule was noted on the outflow belly with additional clusters of calcification nodules noted on the inflow belly extending towards the free margin. The free margin appeared to fold inwards towards the outflow belly. Pannus overgrowth extended up to 6 mm onto the leaflet. A second leaflet dehiscence (3.5 mm) was noted on the nadir with a small section of the tissue still attached to the margin of attachment (moa). Additional leaflet dehiscence (7 mm) was noted along the scj of commissure 1-2. The dehisced tissue appeared frayed and textured with a small section of the leaflet still attached to the commissure. The manufacturing suture line along the margin of attachment appeared intact. Leaflet 2: from the outflow, leaflet dehiscence (6.5 mm) was noted on the moa distal to commissure 1-2. An abrasion, tear (5 mm), was observed on the belly, appearing to be associated with contact against the visible calcification nodules on l1. Leaflet 3: from the outflow, approximately 5mm of tissue appeared detached from the moa along the scj of commissure 2-3. Leaflet dehiscence (7mm) was noted along the scj distal to commissure 3-1. Pannus overgrowth extended up to 2 mm onto the leaflet. Commissure 3-1, commissure 1-2 showed distal leaflet dehiscence and commissure 2-3 appeared fully encapsulated with off-white pannus. S utures were predominantly covered by pannus host overgrowth. Exposed sutures appeared intact. The frame appeared intact; no bends or kinks were observed. Glistening off-white pannus lined the inflow crowns, appearing to reduce the effective orifice area. Pannus lined the inner lumen. Visible calcification was noted on the inner lumen of l2. Pannus adhered to the outer aspect of the frame, encapsulating the back of all commissural areas, extending to the margin of attachments of all leaflets and encroaching to the outflow of all leaflets. Pannus adhered circumferentially to the outflow frame. An unknown number of pannus may have been removed during explant. Radiography revealed calcification on l1, commissural areas, inflow crown and outer frame. Radiography did not reveal fractures to the frame. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.